Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received intermittent button response due to corroded keypad traces, no button error alarms noted. The device was received with minor scratches on the display window. The device was received with cracked battery tube threads, reservoir tube lip, and belt clip slot.

Event description:
It was reported on (B)(6) 2014, the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer did not press the button longer then three minutes. Customer uses recommended batteries. Customer was advised to discontinue use and revert to back up plan. Customer's blood glucose was not provided. No further information reported.